Manufacturer narrative:
Visual and functional analysis was performed on the returned unit. The reported resistance with the thumbwheel and deployment failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal shaft was kinked or bent in the anatomy (possibly at the aortic bifurcation) preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and difficulty deploying the stent; however, this could not be confirmed. Additionally, procedural contaminants (dried blood) may have contributed to the confirmed difficulty with the returned unit, as there were no anomalies noted that would contribute to the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed, mildly calcified and mildly tortuous lesion in the superficial femoral artery (sfa). The 5.0x60mm absolute pro self expanding stent system (sess) was attempted to be deployed; however, after partial deployment the stent was unable to be released from the delivery system. Resistance was felt when rotating the thumbwheel. Another same size stent was used to complete the procedure. There was no adverse patient effects and there was no reported significant delay in the procedure. No additional information was provided.